Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the left ventricular lead exhibited loss of capture and had dislodged. The lead was difficult to reposition and was explanted and replaced.